Manufacturer narrative:
(B)(4). Title: is sutureless thyroid surgery safe in the hands of surgical trainees. A single centre retrospective study source: ambe and wassenberg bmc res notes (2016) 9:118 doi 10.1186/s13104-016-1940-7. If information is provided in the future, a supplemental report will be issued.

Event description:
Pli 10: according to literature source of study performed from january 2011 until october 2013, two hundred and eight patients underwent thyroid surgery. Surgery was performed in 147 cases (70.7 %) by consultants (consultant group) and in 61 cases (29.3 %) by surgical trainees (trainee group). The ligasure® precise (covidien, boulder, co, USA) was used in all cases. The rate of postoperative hemorrhage was 3.4 % (7/208). And the incidence of permanent recurrent laryngeal nerve injury was 0.9 % (2 cases).